Manufacturer narrative:
The device was further evaluated at the product assessment center (pac) for further evaluation. The reported failure of the device having all three indicators illuminated was verified. The device emitted a ticking noise when attempted to be powered on and would not complete boot up sequence. Root cause of the reported failure is determined to be a failing u10 component on the central processing unit on the device's circuit board.

Event description:
The customer contacted physio control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and was able to verify the reported issue of the device showing all three led indicators. During evaluation it was observed that the device was unable to read ECG and deliver therapy. The device is unable to be repaired and will be forwarded to our product assessment center (pac) for further evaluation. The customer will receive a warranty replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.